Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator caused inappropriate therapy with therapy run out. The device had detected a slow svt and delivered therapy. However, the vt-1 zone was programmed to monitor only. There were no adverse patients effects as the patient could tolerate the slow, self-terminating svt. When a monitor only zone is used, the device will go immediately to redetection so detection enhancements will not be used. Therefore, the monitor only zone was either going to be decreased below the svt or therapy was going to be programmed in the vt-1 zone.